Event description:
Pt received 3 hours and 45 minutes hemodialysis treatment. Discharged to home without complaint. Facility recieved phone call from pts wife pt felt nauseated. Returned to facility for evaluation and then sent to hosp. Hemolysis was identified ldh was found to be 5,000. During treatment venous pressure dropped from 240 start to 150 at end. During hospitalization 4 units of blood were transfused.